Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to deformation of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; scope cover was leaking; bending angle does not meet specification distal end cover was chipped; bending section cover or distal sheath rubber adhesive is detached, chipped, cracked, or has a burr; scope cover seal was detached. The following were recommended: angulation adjustment; distal end rebuild and scope cover replacement. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had residue found in biopsy channel. The issue occurred during the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.